Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vicm5_13.2, -10.00 diopter, implantable collamer lens tore during loading into the cartridge. There was no patient contact. A replacement lens was implanted and the problem resolved.

Manufacturer narrative:
(B)(4). Claim # (B)(4).